Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) was post-sensed oversensing the t wave instead of the r wave. Programming changes were made to restore normal parameters. There were no patient consequences.